Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. Section g4: PMA/510(k) number: p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant date (B)(6) 2025, through (B)(6) 2025. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. During a post-operative examination the patient reported really struggling with reading their phone and recipes and still having to use readers often. She has to go right up to the street signs to see them. The patient thought she would see better than this. Reportedly, the patient¿s daily activities are significantly affected. Their pre-operative vision was reported as 20/30 -2. Their post-operative vision and patient status was reported as unknown. The iol was explanted. There were no complications such as a vitrectomy, sutures or medication outside the standard of care. Follow-up was performed to get more details regarding the reported event but the customer explained that without the patient¿s date of birth it will be difficult to locate this case. They will call us back if they find additional information. No further information is available.